Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2022 and shut off the ipg. Subsequently, the ipg was unable to communicate with the patient's controller and remains off.